Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586. Report ID number: (B)(4). Exemption number: e2014031. The device was received with the needle not deployed. The downloaded data indicated first priming sequence prematurely ended at 33 pulses. Abnormalities were found in the rotational sensor data. Upon rotation of the ratchet gear, the needle deployed successfully. Poor connectivity between the rotational sensor springs and the commutator cap was found in the form of discontinuous, abnormal streaks. This resulted in premature completion of first prime and led to the needle mechanism not deploying as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the cannula did not deploy. The pod was worn less than an hour.